Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose went up to 453 mg/dl. She removed the pod and injected herself with 5 units of insulin. She said that the cannula had not inserted properly into the infusion site, and that the pod adhesive was not stickly. The pod was worn between 1 and 4 hrs.